Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve, full respiratory failure, and "tumor in the lung (benign)". Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve, full respiratory failure, and "tumor in the lung (benign)". Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. No repairs performed. The unit will be scrapped. The manufacturer previously reported the recall number as: z-1974-2021. The correct recall number is: z-1956-2021.